Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Although the device functioned normally throughout laboratory analysis, we recognize that it is not always possible to simulate a clinical event in a laboratory setting.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the right ventricular (rv) lead rate\sense channel. The pacing impedance measurements on the rate\sense channel ranged from 450 to 1300 ohms. Additional information indicated noise was oversensed causing pacing inhibition for at least two seconds due to the patient being pacer dependent; however, it did not last long enough for therapy to be given. There was also loss of capture noted. Under fluoroscopy there appeared to be a fracture in the rv lead. A revision procedure was performed and the lead was surgically abandoned. This device was also explanted and the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.